Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name one device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal and upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a delaminated (dso) downstream occlusion seal. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device downstream occlusion is seal is deteriorating near air sensor. There was no patient involvement.